Manufacturer narrative:
Section d1 brand name: corrected section d4 lot number: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms on (B)(6) 2023. Event log files were submitted for review. The event log files captured low power hazard events on (B)(6) 2023 that occurred due to a brief interruption of power to the mobile power unit (mpu).the patient had been walking around the house while tethered to mpu. It was noted that the mpu had a v-lock connector on the ac power cord. The patient was asymptomatic at the time of the event, and the alarms resolved. There were no other unusual events captured in the event log files. The mechanical circulatory system (mcs) operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with via log file analysis. Analysis of the log file revealed a no external power alarm event on 23nov2023 at 18:53:19 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power was restored from the mobile power unit shortly after and cleared the alarm. Additional information communicated that mobile power unit (serial # (B)(6)) has the v-lock feature and was not exchanged, which remains in use. The no external power alarm while connected to the mobile power unit was reported as being due to the power cord was disconnected from the wall. There was no device related functional issue. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarm. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.